Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
Analysis of the log files from a customer complaint for an AED with a non-functioning screen identified large gaps in the aeds history where the AED was supposedly in operation with a completely depleted battery pack. Based on the observed failure to maintain the AED per the manufacturer's requirements, this MDR is being filed. It was reported that there we no errors or warnings with this device during patient use.

Manufacturer narrative:
The returned AED device underwent bench-testing and log file analysis. It was determined that there was no indication of excess current draw which might lead to rapid battery depletion. Logs showed the customer did not properly maintain the device. The device was frequently left in a non-operational state with either depleted or ejected battery packs. Additionally, it was found, expired and used and partially depleted battery packs were often installed in the device which would trigger battery low warnings at a faster rate than a new, fully charged battery. The review identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy.